Manufacturer narrative:
A field service engineer (fse) followed up with the customer over the phone to address the reported event. While troubleshooting with the customer by phone, they confirmed the incubator was slipping, but did not reproduce the error. The customer identified debris from the incubator and resolved the complaint by removing the debris. The customer validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (4275) incubator slipping detected cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported event was due to debris on the incubator.

Event description:
A customer reported with error messages ¿4275 incubator slipping detected¿ on the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.